Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during initial drain. The care giver (cg) stated that they only had a system error 2367 alarm that night. The technical service representative (tsr) had the cg cycle the power and review the alarm log; a system error 2240 had occurred. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no patient extension line sin use. The patient line had not separated from the transfer set. A dummy tummy was not in use. All of the bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies and they had not been damaged by an outlet port clamp or assist device. The set was not being reused. There was no damage noted to the overpouch or carton in which the cassette was delivered, and a sharp object was not used to open either. The patient did not have any pets which could cause damage to the supplies. The home patient (hp) may have pressed go prior to connecting, but the cg denied this. The tsr found no issues with the set up. All of the lines were in use. The hp did not disconnect and there were no wet lines. After clearing the alarms, the hp disconnected and capped off. The cg would reset up again with new supplies. The tsr advised the hp to on call his registered nurse for further medical instructions. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.